Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead was returned in three pieces. Visual inspection of the lead found external insulation abrasion consistent with friction to another device or feature of the heart breaching the unknown cable lumen in two locations. Unable to identify which cable lumen and unable to check condition of the etfe cable coating due to as received procedural damage to the lead.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Additional information: b5, a1, and e1.

Event description:
New information received notes that the lead was explanted and replaced due to the advisory. No further information was available.